Manufacturer narrative:
Date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hub was detached from the tube and the issue happened at home, and they threw it away. The event happened upon opening and happened twice before placing. The outcome of the event is ongoing. There was patient involvement, and no patient harm/adverse event reported.